Event description:
On 12/15/92 an ipp device was implanted. On 2/21/96 the cylinder and pump were revised. On 1/2/97 rear tip extender implanted. On 4/9/97 the reservoir was removed from the pt and replaced due to leakage.